Event description:
The device produced a result of 660mg/dl which is outside the device's reading range. Caller stated they went to the hospital due to feeling dizzy and received insulin form the hospital. Hospital result was no provided. No strip information was provided.